Manufacturer narrative:
The unit has been returned to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The portable unit was not in use and was almost empty when the event happened. The portable unit was on top of a chair when there was an expulsion of the cap that holds the vacuum with a pressure to break the top bezel and chipped the plasterboard attic. The patient was not near the portable when the event happened, and no injuries were reported.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned to caire for an evaluation. It was determined the evacuation valve assembly performed as designed by ejecting the valve plug before the pressure inside the annular vacuum space of the dewar became dangerous. A probable cause for the experienced rapid and forceful expulsion of the evacuation plug is poor maintenance of the unit. The device should be tested regularly to identify the presence of inner bottle leaks.